Event description:
It was reported that a user of the ilet experienced an episode of low glucose overnight after going to bed in range and had earlier prolonged hyperglycemia after eating toast without announcing the meal; the user had been instructed previously not to announce meals, and education on fast-acting carbohydrate treatment was provided, with oral glucose options now available for future use. Symptoms included hypoglycemia with confusion/disorientation and hot flashes/flushes. Outcomes included the need for unexpected medication intervention in the form of oral fast-acting carbohydrates. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem, identified a usage issue related to improper or incorrect method with the user interface, and associated the event with a missed meal announcement leading to aggressive corrections and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.